Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast reconstruction surgery with mentor cpx 4 breast tissue expander with suture tabs, 350cc saline breast implant experienced bilateral anisomastia postoperative. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3503754bc, sn#: (B)(4), r/ cat#: 3503754bc, sn#: (B)(4). On (B)(6) 2022. This report relates to one of the two sides. Note: thee devices were received by mentor with some documents.

Manufacturer narrative:
Device evaluation completed on july 05 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the med height te w/sut tabs 350cc tissue expander was found to have a tear on the anterior aspect, measuring approximately 1.5 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).